Event description:
One patient sample with discrepant estradiol results. Initial result gave 224.6 pg/ml. The result was questioned and when the same sample was repeated resulted at >4300 pg/ml. Same sample diluted x5 resulted at 4879 pg/ml. Initial result reported. Patient not adversely affected. The field service rep was unable to determine the root cause of the discrepancy. Performance tests were performed, which were within specification.